Event description:
A caller reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed harmful levels. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. The customer could continue using the pump and was advised to call back if the issue reappeared. Additionally, the caller expressed interest in moving forward with the renewal process, and technical support initiated the necessary steps for renewal.